Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/22/2016 with the following findings: the reported "line in display". Display screen was not duplicated. The display was found to be fully functional, clear and legible. The pump was opened; the display flex was fully seated and secured in the connector. Unrelated to the complaint, the battery compartment was observed to be crack at the case seal below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. This is reportable because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.